Manufacturer narrative:
The device was not returned to edwards for evaluation as it remained with the hospital. The device history record (DHR) was reviewed and showed that this device met all manufacturing and sterilization specifications for product release prior to distribution. No issues were identified that would have impacted this event. Host tissue/pannus growth is a complex process triggered by the interaction between the host and the device and is highly variable among patients. Literature defines pannus as a type of scarring and tissue in-growth. It is not currently possible to predict the occurrence and severity for any given patient with a bioprosthetic heart valve. A certain degree of host tissue growth is expected. However, abnormal or severe pannus growth can eventually affect the function of the valve. According to literature, pannus typically occurs between 12 months to 5 years. The mechanism of host tissue growth in bioprosthetic heart valves is still not understood. Excellent durability and low incidence of valve-related complications have been reported in the literature. Despite the low incidence of valve-related complications, it is well known bioprosthetic tissue valves can deteriorate with time and eventually fail. Calcification of valves occurs as a progressive, time-dependent process. Many factors contribute to the onset and propagation of calcification. These include patient factors (age, disease state, pharmacological intervention, etc.) And mechanical stress related to the valve's hemodynamic performance. Though numerous studies have been conducted on preventive calcification strategies in bioprosthetic heart valves, the causes of calcification are not fully understood and there are still no mechanisms or medical therapies which fully prevent bioprostheses from calcifying. In this case, the device was not returned to edwards for analysis. The pannus growth and calcification likely lead to the prosthetic valve stenosis. The root cause for the pannus formation and calcification cannot be conclusively determined at this time. It is possible that patient related factors may have contributed to the event. The IFU was reviewed and no inadequacies were identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. No corrective action is applicable to this case; however, edwards will continue to review and monitor all events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed. No corrective or preventative actions are required.

Event description:
Edwards received information that a 25 mm mitral pericardial valve, implanted approximately three (3) years and eight (8) months, was explanted due to mitral stenosis. The valve was originally implanted to correct infective endocarditis. The valve was replaced with a 25 mm mitral pericardial valve. Clinical observation at implanted identified the valve mobility was restricted due to pannus formation on the entire area of the valve. Calcification was also noted. The device was not available for return.